Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure, this atrial and right ventricular leads were implanted and lead testing appeared acceptable. Prior to fixation, lead testing was performed revealing no capture at high output settings. Attempts were made to reposition revealed similar results. During a further repositioning attempt the patient's blood pressure dropped and oxygen saturation decreased. An echocardiogram revealed a ventricular perforation. Periocardiocentesis was performed. Due to the patient's worsening condition, a decision was made to remove the leads and perform a follow up intervention when the patient's condition stabilized. This lead was removed and returned for analysis.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.